Event description:
It was reported that an l122uv was removed intraoperatively because the surgeon was unable to properly position the lens. The lens was discarded. A vitrectomy was performed. No replacement lens was implanted. Additional information has been requested, but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.